Event description:
During g3 nail surgery, while the surgeon was reaming the inside of the femur, the flexible reamer was not able to be assembled to the adaptor. The surgery was completed using the lower size reamer.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.